Manufacturer narrative:
Additional information: section g3 - date received by manufacturer. Section g6 - type of report. Section h6 - evaluation codes. Section h11 - manufacturer narrative. The leads were not returned to saluda. A definitive root cause of the infection could not be determined, but an un-related surgery and 6-day hospital recovery possibly contributed to the midline infection. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation include, "infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed and the product met all requirements for release.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the lead implant site following an unrelated surgical procedure, during which the patient remained bedbound in the supine position for approximately six (6) days. The incision site was observed to be open with presence of swelling and discharge. The evoke scs system was explanted, and antibiotics were prescribed.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted. Second lead information: product description: evoke 12c percutaneous lead kit 60 cm, model # : 102878, catalog#: 3008, serial/lot #: (B)(6), manufacture date: 29oct2024. Expiration date: 29oct2026.